Event description:
In2bones cannulated screw driver from tray was used on a in2bones solid screw. The end of the screwdriver bent when the doctor was inserting the screw. The in2bones screwdriver was removed from the field, intact, but bent. The screw driver was returned to the manufacturer, healthcare providers have not received a reply regarding the item after its return. No harm to the patient, a new screwdriver was obtained, less then 5 min delay, and the case continued without further incident.

Event description:
No event description provided.